Manufacturer narrative:
The customer technical team inspected the central station and found no issues. The mx40 device was removed from service and sent to philips for evaluation. The device was found to perform as expected with the recommendation that the customer should test the device connection to central before returning to use. A philips remote service engineer (rse) retrieved the log data. The log data was reviewed by a philips product support engineer. It was identified that the patient was admitted to the mx40 on (B)(6) 2025 and the monitoring started. The first alarm (red alarm) occurred on (B)(6) at 20:43:42 but was immediately acknowledged and the alarm was ended. A lead off was detected and announced (la lead was detached) at 21:22:24 and this was acknowledged from the central station. The situation (la lead detached) continued until the next day (B)(6) at 9:11:03. This inop was replaced by a new one as now more ECG leads were detached. This was announced by a yellow alarm at the central station. This alarm was acknowledged from the central at 9:16:25 and the alarm stopped. At 09:21 the mx40 switched off. The mx40 switched off because no leads were attached to the patient and a no valid ECG is received. In order to save battery power, the mx40 switched to standby mode. An inop was announced at the central, which was also acknowledged from the central station. The device remained in standby until the equipment came back online at 10:08:30. This standby functionality is configurable in the picix. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient was found unconscious. The patient was admitted with right side pleuritic chest pain and suspected svt. The rate was not improved with vasovagal maneuvers. Chest x-ray revealed left lower zone opacification and the patient started treatment for left side pneumonia and referred to general medicine. The patient was then treated with digoxin for atrial flutter. The patient developed altered chest pain, which was thought to be due to the onset of atrial flutter, for which narcotics were prescribed for pain. At 02:30, additional digoxin was administered, and the patient was placed on telemetry overnight. The patient went to the restroom around 09:10 am and was found unconscious in the bathroom during rounds at 10:00 am with an estimated downtime of up to 40 minutes. Cardiopulmonary resuscitation was performed for asystole and ventricular fibrillation with a return of spontaneous circulation at 10:31am. A thrombolytic was administered due to stroke and the patient was transferred to intensive care unit. The patient was then diagnosed with bilateral pulmonary emboli and a loss of grey-white brain matter differentiation.

Manufacturer narrative:
Subsequent information regarding this event was received indicating that the patient passed away two days after the event. This report is updated to reflect a patient death.

Manufacturer narrative:
The patient was admitted with right side pleuritic chest pain and suspected svt. The patient went to the restroom around 09:10 and was found unconscious in the bathroom during rounds at 10:00 with an estimated downtime of up to 40 minutes. Cardiopulmonary resuscitation was performed for asystole and ventricular fibrillation with a return of spontaneous circulation at 10:31. A thrombolytic was administered due to stroke and the patient was transferred to the intensive care unit. The customer requested that philips review and analyze the log files and provide the findings surrounding the event. The customer technical team inspected the central station and found no issues. The mx40 device was removed from service and sent to philips for evaluation. The evaluation found no issues with the device and recommends that the user test the device connection to the central station before returning the device to use. A philips remote service engineer (rse) retrieved the log data. The log data was reviewed by a philips product support engineer and a philips clinical product specialist. It was identified that the patient was admitted to the mx40 on (B)(6) 2025 and monitoring started. The first alarm (red alarm) occurred on august 8th at 20:43:42 but was immediately acknowledged and the alarm was ended. A lead off was detected and announced (la lead was detached) at 21:22:24 and this was acknowledged from the central station at 21:42:56. The situation (la lead detached) continued until the next day august 9th at 9:11:03. This inop was replaced by a new one as more ECG leads were detached. This was announced at 9:11:00, initially as a cyan ECG leads off and then at 09:11:03 by a yellow inop !!ECG leads off alarm at the central station. This alarm was acknowledged from the central at 9:16:25 and the alarm sound stopped. At 09:21:13 the mx40 switched off as configured since the ECG leads off condition persisted for ten minutes. The device remained in transmitter off until the equipment came back online at 10:08:30. This automatic shutoff behavior functionality is configurable in the picix. The reported issue was not confirmed. Based on the information available, inops were triggered to alert the lead detachment from the patient beginning at 21:22:24 on (B)(6) 2025 and sounding a yellow inop at 09:11:03 and continuing inops until the mx40 device went offline at 09:21:15 on (B)(6) 2025. The system works as designed, configured and operated. The customer will be provided a response letter to address the issue.